Manufacturer narrative:
The device is not available for investigation and the customer has declined testing. Without the return of the device, a probable cause is unable to be determined. Initial reporter full phone number: (B)(6).

Event description:
The event involved a plum 360¿ infuser that the customer reported a problem with the rate of infusion during use. The customer stated that the device issue was not related to physical damage/abuse. There was patient involvement and no human harm reported.